Event description:
Healthcare professional reported rupture on left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified to be underweight, a broken shell and others, red particles on the shell, a flat creases, and a missing a piece of shell (0-25%). A microscopic analysis was performed which identified two broken sharps on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., g.1., h.6.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified yellow particle materials on the shell and a broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted.